Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate therapies due to noise. Device interrogation showed oversensing of non-physiological signals on the ventricular channel. Device was explanted and replaced. Patient was stable before, during and after the event.

Manufacturer narrative:
The reported field event of noise and inappropriate hv therapy was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found.